Event description:
It was reported that after a da vinci-assisted surgical procedure, the wire of the permanent cautery spatula instrument started to fray. The procedure was completed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.